Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged questionable results for bun, creatinine, and calcium on 5 patient samples. The customer was only able to provide data for a single example: initial bun = 23 mg/dl repeat bun = 97 mg/dl the customer was unable to provide information regarding whether any data flags were present. Bun reagent lot #: not provided the customer was unable to provide information regarding the patients' conditions, but did state that the results were not reported outside the laboratory. The customer stated that there was water found on top of the reagent cassettes and that there was a large drop of liquid on the tip of a reagent transfer probe. The field service representative determined the cause was due to "fluidics failure, partial clog in probe." And replaced all probes on the instrument. The field service representative executed instrument performance checks and observed the instrument in normal operation.